Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the stimulation level will not increase. Patient stated that they "had a gall bladder surgery and had a lot of issues with that, and cut the stimulation for days, and when they turn it back on, it would not go above 1.5v". Patient stated that they were seeing "the system is operating at maximum settings. Therapy cannot be increased". Patient also stated that they were in pain, and that there was something wrong with the machine. Agent reviewed the error and the troubleshooting steps. Patient was frustrated and crying during the call and declined to troubleshoot. Agent redirected the patient to the healthcare provider (hcp), but patient stated that they won't go back to their hcp because they already "messed up the first time". Agent tried explaining that the error message that they are seeing can be cleared and is not permanent, but patient is too frustrated saying that "I will just wear the stupid equipment on my back" and disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va31m0c, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back on (B)(6) 2025 and reported the same information. The caller added that after they were implanted and out of anesthesia, they were informed that the healthcare provider (hcp) had not tightened the screws and they had to go back in.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31m0c implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back to answer questions from a questionnaire they received. When asked when they first noticed the max settings messages, they stated they noticed on (B)(6) 2025. When asked what steps were taken to resolve the issue, they stated that the patient called in on (B)(6) 2025 but was in pain trying to get the stim to work. The agent wanted to do a "work around," but the caller wasn't interested in that option at that time. When asked to clarify the statement, "doctor messed up the first time." They noted that the patient had the stage I surgery, then stage ii 2 weeks later. When patient went in for the second surgery, the surgeon didn't tighten the screws properly, so patient was taken back into the operating room from recovery to go back and tighten up the screws. Patient said they did not care for the doctor that did the surgery and do not want to step foot back in their office. The patient said they had been submitting information to the manufacturer through the app during the trial and doing everything they were supposed to do, but because the doctor didn't do what they were supposed to, insurance was going to deny coverage for the surgery. The patient said the doctor told a "bold-faced lie" on the morning of surgery and told them that the surgery was approved. The patient said when they went back to see the doctor for their follow-up appointment, they were told they wouldn't be receiving a bill from their office for having to go back in to tighten up the screws, but that they were still going to file a claim with insurance. The patient said they voiced frustration with the doctor because that would cause their premiums to go up. Patient said from then on, they hadn't heard from their manufacturing representative (rep) or anyone else to call and check in to see how they were doing or how the equipment was working. The patient went on to say that they ended up having their gallbladder removed on (B)(6) 2025 and had issues with diarrhea since that time. Patient said they felt that having the gallbladder removed was the cause of the diarrhea issues, but that they had also turned their ins off after having it removed, and the first time they tried turning therapy back on was when they called on (B)(6) 2025 and the got "max setting" error message. When asked, patient said they felt comfortable with how to use their external equipment. They said they had tried programs 1, 2, and 3. When patient connected on call, they were at program 3, 0.8 ma and were getting the "max setting" message. Patient said that the highest they could go between programs 1 and 2 was 1.3ma, and they were unable to feel stim at that amplitude. While on call, patient went through all other available programs and got "max setting" message at the following amplitudes: program 4: 0.6ma, prog 5: 1.1 ma, prog 6: 1.4 ma, prog 7: 0.6 ma, prog 1: 0.6 ma, prog 2: 0.6 ma where they got "operation failed" cleared message then got "max setting" at 0.9 ma, and prog 3: 0.5 ma. The patient also said they had a gastric sleeve surgery done in 2013 and had healthy, successful weight loss. Patient said their implanting doctor talked to their family after the ins was implanted and voiced concerns for anorexia. Patient denied having anorexia and said they could feel the implanted battery "literally sitting on" the hip bone. Patient also said, "I can feel the wires." Patient said this has been since implant. The agent reviewed meaning of data collected on the call and suggested the patient seek in-person evaluation of the ins. The agent emailed the patient local physician listings to establish care with someone new. Patient verbalized feeling overwhelmed and said they would look into physician listings when they've had time to process on the information received on the call. Patient was very grateful for the assistance provided. The patient said they think the doctor that installed their implant caused this issue because the doctor said from the beginning that the patient was too skinny. The patient said when the trial was placed the hcp had to "stick them from one side of their back to the other" to even find a place toeven put the trial leads in to begin with. The patient said that for the permanent implant the hcp placed the implant and had to go back in to correct things because the hcp didn't tighten the screws on the implant correctly and had said to the patient's family that they would probably end up having issues with the "wires." The patient said they have an appointment tomorrow at 1:00pm. They said this hcp was not familiar with the interstim so hcp said they were going to invite in a manufacturing representative (rep). Patient services reviewed the role of the rep and redirected the patient to hcp. Patient services sent a message to the field to provide visibility to situation. The rep responded indicating that they spoke with the new hcp and would be meeting with them and the patient on wednesday.